Event description:
Pt receiving pheresis treatment. Approx 8 mins into treatment, nurse observed bag of anticoagulant citrate dextrose solution a (acda) to be almost completely infused. Treatment stopped. On checking machine, tubing noted to be partially out of spin wheel of ac pump. Priming of tubing and alarm tests done prior to initiating treatment without incident. Pt complained of numbness all over and generally not feeling good. An ionized calcium level was drawn and a calcium choloride infusion hung. The pt's symptoms resolved with the administration of the calcium chloride infusion. The pt was also placed on a cardiac monitor.